Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the emergency room experiencing syncope. The patient was hospitalized and monitored. The patient presented a holter report dated a month back which exhibited several loss of capture episodes. The physician performed a setup test and during the autocapture threshold test, he noted intermittent loss of capture events, additionally, multiple noise reversion episodes were also noted. The physician reprogrammed the device. The patient's hospitalization was prolonged to verify the efficacy of the new programming. The patient was in stable condition.